Event description:
A portion of the glass fiber optic broke off in pt vein. Doctor had to spend 1 hour removing the remaining fiber.

Manufacturer narrative:
This incident occurred over 2 years ago, but through a routine audit, it was determined reportable and therefore, this MDR was filed. No obvious manufacturing defects could be detected in the returned portion of the device. User reported that the same fiber was used successfully in the first of two leg vein treatments on the same pt. Scuff marks on outer coating of fiber were present near the break area. This could be indicative of clamping onto the fiber - which is warned against per the directions for use. (B)(4).